Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h1, h6.

Event description:
Patient reported left side deflation and pain. Healthcare professional reported deflation did not exist upon removal, reported size exchange. The device has been explanted and replaced.

Event description:
Patient reported left side deflation and pain. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Later healthcare professional reported "malposition", "wound healing", "taste salt in mouth", "thinks she has capsular contracture", "leaking", "left side capsular contracture, baker grade unknown and a left side capsulectomy".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.